Event description:
During baxter's functional testing of a spectrum pump, the device displayed a sys error 105. There was no pt involvement.

Manufacturer narrative:
(B)(4). The device was returned to baxter and an eval was performed. The eval confirmed and reproduced the discovered symptom sys error 105 caused by a seizing motor. The failed motor assembly was replaced.